Event description:
Customer reported receiving a no delivery alarm during prime. The call was disconnected during troubleshooting. Multiple attempts were made to contact the customer, however were unsuccessful. Customer's blood glucose reading at the time of the call was 91 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.